Manufacturer narrative:
The field service engineer (fse) observed the aspirate needle was clogged with blood clot. As a result, pressure forced the aspirate tubing on the blood sampling valve (bsv) port to come off during the rinse cycle. The fse replaced the aspirate needle and reconnected the bsv tubing to resolve the fluid leak issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the aspirate tubing on the bsv port. It appears pressure from the clogged aspirate needle forced the tubing to come off the bsv port. (B)(4).

Manufacturer narrative:
Additional information: upon further evaluation, it has been determined that the system has inherent risk control measures that would mitigate the potential hazard resulting from the disconnected blood sampling valve (bsv) tubing. The instrument has as a blood detector sensor that will detect if there is an aspiration error and the instrument will flag the results and stop system operation. Therefore, it is highly unlikely to affect test results. There is no clinical impact relating to the failure. A definitive root cause of the disconnected tubing is unknown.

Event description:
The affiliate stated the customer reported clenz solution leaked near the blood sampling valve (bsv) involving the unicel dxh 800 coulter cellular analysis system. The customer stated the fluid was contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. No erroneous patient results were generated. There was no patient impact associated with this event. The facility has an exposure control and risk management plan in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.